Event description:
It was reported that the patient faced high blood glucose levels upto 400 mg/dl on (B)(6) 2026 as insulin was leaked from the p-cap because the patient did not lock the set with reservoir correctly. The site location was arm. The patient was treated with manual injection.

Manufacturer narrative:
Establishment name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.